Event description:
The event is reported as: during a laser surgery, the doctor observed a cracking on the tube and the tube had missed its protection. A black stain was observed close to the mouth of the patient. No report of a patient or a user injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.